Event description:
This is filed to report the complete clip detachment from the mitral valve leaflets which required snaring and a surgical cut down procedure to retrieve the clip from the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and challenging anatomy. The clip delivery system (cds) was advanced to the mitral valve. The leaflets were grasped and the mr was reduced to 1-2. After the clip was deployed, the clip began to rock and then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that leaflet pathology potentially may have contributed to the slda. After the gripper line was removed half way from the slda clip, resistance was noted with the gripper line. The gripper line was pulled against resistance, and the clip detached from the anterior leaflet. The clip was still attached to the gripper line in the left atrium; therefore, a snare was used the retrieve the clip to the femoral vein and a surgical cut down procedure was performed to remove the clip. A clinically significant delay in the procedure was reported due to the issue with the clip. The mr grade remained at 4, and the procedure was aborted. No further attempt was made to place an additional clip. The patient is recovering in the typical fashion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. The reported device was returned for analysis. A piece of material that had an appearance consistent with tissue was observed on one of the gripper arms. It was confirmed that there were no issues with grasping and no tissue damage was observed during the procedure. In this case, it is possible that during removal of the clip through the femoral vein a piece of tissue/material became caught in the clip; however, a source for the material observed cannot be identified or confirmed. The reported difficulty removing the gripper line was confirmed via returned device analysis. The reported single leaflet device attachment (slda) and detachment of device component could not be replicated in a testing environment as these events were based on patient/procedural conditions. Although the reported slda and complete clip detachment could not be replicated in a testing environment, the clip was installed on a proxy short catheter to simulate clip actuation and function. The clip was determined to be functioning correctly with no indication of malfunction in regards to clip actuation. Based on the information reviewed and the evaluation of the returned device, the reported slda of the clip was appears to be a result of patient/procedural conditions, as the leaflet anatomy was reported to have contributed to the slda. In addition, the difficulty removing gripper line was likely due to a contribution of forces from usage of the device (procedural conditions). The aggregations of forces due to patient anatomy and curves on the system likely resulted in the difficulty experienced by the user while removing the gripper line. Finally, the reported full clip detachment from the leaflets was a result of user technique, as it was reported that the implanter pulled aggressively against resistance while removing the gripper line instead of performing troubleshooting maneuvers. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip IFU states a warning that pulling the gripper line too quickly or with excessive force may raise the grippers, break the gripper line, and/or disturb leaflet capture and insertion. It further states that this may result in worsening mr and could lead to a single leaflet device attachment and/or conversion to surgical intervention. Furthermore, the IFU provides troubleshooting maneuvers if removal becomes difficult. In this case, the implanter pulling aggressively against resistance while removing the gripper line instead of performing troubleshooting maneuvers contributed to the reported full clip detachment. This event was reviewed by an abbott vascular senior medical advisor. The reviewer concluded that in this incident there is no evidence of a product quality issue or malfunction. The pathology of the mitral valve was challenging due to its degenerative nature. After deployment there was indication that there was insufficient posterior leaflet insertion given the clip rocking motion. There was significant resistance and use error with removal of the gripper line which was contributory to the detachment of the clip from the anterior leaflet. It was further noted by the reviewer that the reported challenging patient anatomy likely contributed to the resistance noted while removing the gripper line. The device never freely embolized and remained on the gripper line in the left atrium before it was removed with a snare. The need for surgery was due to removal of clip from the femoral vein and the patient did not have any adverse effects; the mr remained unchanged. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no previous incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure. The device was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.